Event description:
The customer reported that the sample handler misread a sample barcode label as "00fc79073" instead of "003gs19073". No error message was generated. The scanner will be returned for investigation. No death or serious injury was associated with this event.